Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 526 mg/dl.the customer administered a correction injection to address bg. The customer reverted to an alternate method insulin therapy.